Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued (B)(4) 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. It is noted that there are blank areas on this form, the information was not provided or is unknown. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
It was reported that patient had a rash on his abdomen few weeks while in the hospital; he was given a medication, but has not used it. The rash increased and spread beneath the wafer and pouch, and reported a itching. The patient was encouraged to use the medication given to him in the hospital with the protective barrier and change the wafer more often until the area clears. The patient was also encouraged to contact a physician if there was no improvement. No additional information was provided. Patient outcome is not reported.